Event description:
Philips received a complaint on the v60 ventilator indicating that there was a backup alarm failed alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The authorized service provider (asp) inspected the device on (B)(6) 2025 during periodic maintenance and observed the backup alarm failed alarm in the device's diagnostic report (drpt). The asp replaced the central processing unit (cpu) printed circuit board assembly (pcba) as a preventative measure to resolve the issue. Following the replacement of the cpu pcba, the asp completed a comprehensive inspection, cleaning, running test, and function test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The replaced central processing unit (cpu) printed circuit board assembly (pcba) was returned to the philips product investigation lab (pil) for evaluation by a pil technician (pil tech). Neither the occurrence nor the error code for the backup alarm failed alarm could be duplicated at the pil. With the unit in a no power/hardware power fail state the pil tech allowed the visual and audible back up alarm to operate for a period of 2 minutes. Both the visual and audible alarms operated without issue. The cpu pcba passed all engineering testing, and all voltages required for the proper operation of the system are well within specification. The secondary speaker (ls1) resistance has been measured showing a solid 410.5k ohms, verifying that ls1 is not shorted or open. The pil tech verified that ls1 functions as expected with 10vdc applied. The pil tech purposely generated an alarm condition by the temporary disconnect of the proximal pressure tube from the proximal pressure port to induce an alarm with the cpu pcba installed in the pil test ventilator. The device alarmed as expected during this intentional fault condition. The results of the testing of this cpu have resulted in no problem being found by the pil tech. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.